Event description:
The customer reported being hospitalized with diabetes ketoacidosis and high blood glucose of 899mg/dl, and she was treated with an insulin drip. The customer experienced ketones and vomiting. The customer mentioned that she kept changing the site and still did not work. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.